Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis was conducted. There was no gooey substance identified; however, scanning electron microsroscopy (sem) was performed which confirmed a lack of coating on the distal shaft of the device, which may have resulted in the shaft feeling tacky. A review of the lot history record was conducted and found no anomaly during the lot build, a product deficiency had not been identified. A review of the complaint handling database was performed and identified no other incidents reported for this failure mode from this lot. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the sgc felt and looked sticky. If this were to recur in the anatomy, foreign material has the potential to cause or contribute to serious injury. It was reported that during preparation of the steerable guiding catheter (sgc), when the device was being flushed, the sgc felt sticky; the stickiness could be seen between the operator's gloves and the device (appeared gooey). The sgc was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided.